Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 494 mg/dl at the time of hospitalization. The customer was treated with insulin drip in the hospital. Customer does not want to do any trouble shoot with the insulin pump. Customer stated insulin delivery was suspended due to sensor glucose and blood glucose difference. Customer using auto mode. The insulin pump will not be returned for analysis.